Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy operation and after loading the loading unit onto a new handle and trying to use the instrument; it misfires. The reload was replaced with another one of the same code, the product worked fine and continued the procedure with no further incidents during the same procedure. There was no patient injury.